Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out the cassette and into the cycler. There is no known pt ill effect. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Therefore, a paper investigation is not able to be conducted.